Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the saccular left internal carotid artery cavernous segment aneurysm treatment, the subject flow diverting stent was implanted successfully with the help of a guidewire and microcatheter. One day post-procedure, patient had paresthesia on the left side of the face. Patient was given dexamethasone and the adverse event was resolved next day. According to the site this event had causal relationship with the procedure, subject flow diverting stent, other stryker devices and underlying condition.

Event description:
It was reported that during the saccular left internal carotid artery cavernous segment aneurysm treatment, the subject flow diverting stent was implanted successfully with the help of a guidewire and microcatheter. One day post-procedure, patient had paresthesia on the left side of the face. Patient was given dexamethasone and the adverse event was resolved next day. According to the site this event had causal relationship with the procedure, subject flow diverting stent, other stryker devices and underlying condition. Received additional information on (B)(6) 2022 stated that the paresthesia on the left side of the face had causal relationship with the procedure, subject flow diverting stent and not to other stryker devices. On (B)(6) 2022 the patient had daily flashlights up to 25x per day, not related to migraine. MRI showed uneventful. The adverse event is ongoing. According to the site this event had probable relationship with the procedure, subject flow diverting stent.

Manufacturer narrative:
1 of 3 mdrs. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned.¿ based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported event of 'patient neurological deficit' and 'patient complications' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the saccular left internal carotid artery cavernous segment aneurysm treatment, the subject flow diverting stent was implanted successfully with the help of a guidewire and microcatheter. One day post-procedure, patient had paresthesia on the left side of the face. Patient was given dexamethasone and the adverse event was resolved next day. According to the site this event had causal relationship with the procedure, subject flow diverting stent, other stryker devices and underlying condition.

Manufacturer narrative:
1 of 3 mdrs due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported event of 'patient neurological deficit' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.